Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post vena cava filter deployment, during retrieval of the filter, the leg of the vena cava filter was allegedly discovered to be detached, but was retained in situ. It was further reported that the filter and the detached limb were successfully captured and retrieved. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the filter was returned without the labeling or packaging. Six legs and five arms were present and intact. The detached arm was returned. The arm detached approximately 2.0mm from the apex. The detached arm appeared bent. The break appears to be even. Functional/performance evaluation: heat was applied to the filter and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. No images were provided for review. The investigation was confirmed for a detached filter limb, as the filter was returned with one arm separated from the apex of the filter. However, it was unknown whether the detachment occurred before retrieval or during retrieval. Per the reported event details, it was unknown whether the filter limb detached prior to retrieval or during retrieval. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately two months post vena cava filter deployment, during a scheduled retrieval of the filter, the leg of the vena cava filter was allegedly discovered to be detached, but was retained in situ. It was further reported that the filter and the detached limb were successfully captured and retrieved. There was no reported patient injury.